Manufacturer narrative:
(B)(4): added additional information - incomplete-interrupted cycle, damaged spring cartridge lockout tab the analysis results found device (a) was received and with a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The cartridge did not fall out during the visual and functional testing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis results found that device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge did not fall out during the visual and functional testing. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device b additional information: batch # j5jk7m, expiration date: 9/29/2017, manufacturing date: 10/29/2012, (B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the event took place on the first firing with a green cartridge on both occasions. The hole in the rectum was eventually repaired and stapled with another ats45. To the best of my knowledge no noise was heard, however, the cartridge was expelled from the device on the initial firing that damaged the rectum. Buttressing material was not being used and the device was not being fired near another staple line.

Event description:
It was reported that during a colectomy procedure, the device cut but did not staple which resulted in a hole in the rectum. Also, the cartridge fell out when fired. Another device was pulled and the device closed but locked out and would not fire. Finally a third stapler was used to complete the case. The second stapler that locked out is also being sent in for analysis. There were no patient consequences.